Event description:
It was reported that an ilet pump screen did not unlock during meal announcement attempts, with the on-screen unlock arrows moving but not changing color despite multiple restarts and current firmware, and the device was replaced. No clinical symptoms reported. Outcomes included no impact reported. Investigation of this case revealed a screen interface malfunction consistent with an unresponsive or nonfunctional touchscreen element. It was concluded that the device exhibited a malfunction of the user interface, and a replacement device was provided.